Event description:
Information was received in may 2004 from an orthopedic surgeon via a nurse, regarding a pt with a history of osteoarthritis and degenerative joint disease of the knees, who experienced knee swelling (3+), increased temperature, knee effusion, and a rash on their back. The pt has no known allergies and no smoking history. Pt began treatment with synvisc in 2004. The pt received two synvisc injections in the knee in april 2004, respectively. After the second injection, the pt's knee swelled (3+). The physician aspirated 40cc of yellow, hazy, joint fluid. The pt experienced recurrent swelling and increased temperature. Pt was treated with cipro and a depo-medrol dose pack. In may 2004, the pt developed a rash on their back and was subsequently hospitalized. While in the hospital, pt underwent a scope and irrigation and debridement. Their temperature rose from 101 to 105. Pt was treated with kefzol. Laboratory tests revealed uric acid normal, wbc of 8,000mm^3, joint fluid exam showed rare coagulase staph. A complete blood cell count two days later revealed a wbc of 8,200mm^3, granulocyte 82.4, and lymphocyte 12.4. Synvisc was stopped in april 2004 permanently. At the time of this report, the pt had not recovered. The physician did not assess the relationship of synvisc to the events. Additional information was received in may 2004 from the nurse, who reported that the results of a culture of the synovial fluid aspirated from the pt's knee was positive for mrsa.